Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open and the staples were missing. As the surgeon tried to release the device, bleeding occurred. The surgeon converted to a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.